Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported the insulin pump screen was blank. An alarm reportedly went off while the screen was blank. Customer's blood glucose was 286 mg/dl. Troubleshooting was declined for the constant tone. After the customer was advised to remove battery for ten minutes, clean the battery cap and insert a new battery, the display did not return. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm or blank display was noted. The insulin pump was monitored for 24 hours and no unexpected error alarm or constant tone was noted. The insulin pump had cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.